Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heater/seal wire was bent when device was pulled out of the box. Case was finished with another device. No patient was injured, as there was no patient involvement.

Manufacturer narrative:
Trackwise (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000310708 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.